Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an arm fistula, the pta balloon allegedly ruptured. It was further reported that the balloon allegedly detached and the use of a snare was required to removed the detached material. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found only a partial device segment returned for evaluation. A complete detachment of the catheter shaft was noted; the hub for the device was not returned. Additionally, a break in the catheter shaft was noted at the proximal balloon bond, and the inner guidewire lumen was intact. Therefore, the investigation is confirmed for catheter detachment, as well as for a break in the catheter shaft. Stretching was noted in the catheter shaft, and the balloon material was noted to be bunched at the distal end of the balloon. Therefore, based on the bunching and catheter damage, the investigation is confirmed for retraction issues through the sheath. However, the investigation is inconclusive for the reported rupture as the device was unable to be functionally tested due to the returned sample condition. It is possible that a rupture could contributed retraction issues through the sheath. Based on the returned sample condition, retraction issues through the sheath contributed to the identified break and catheter detachment. However, the definitive root cause for the reported rupture or identified retraction issue or break and detachment could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in an arm fistula, the pta balloon allegedly ruptured. It was further reported that the balloon allegedly detached and the use of a snare was required to removed the detached material. No further treatment was needed. There was no reported patient injury.